Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 d2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient presented to the emergency department with an ectopic pregnancy. The ectopic ruptured and the patient was taken to surgery; the patient status was not provided. The customer reported that at some point, the ultrasound system was used and did not save images. The customer alleged this issue contributed to a delay in patient care, however the details of the timeline and the necessity of saving images were not provided. Additional information has been requested.

Manufacturer narrative:
This follow-up report is submitted to correct the initial submission. Based on the information available to ge healthcare at this time, it has been determined that the ge healthcare ultrasound device did not cause or contribute to a death or serious injury, and it is not likely to lead to a death or serious injury if it were to recur. Therefore, this event does not meet the criteria for mandatory reporting under 21 cfr part 803.